Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an excessive no delivery alarm and a program alarm anomaly on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer stated that the alarm was cleared. Customer also had a signal too low alarm. It was explained tha the alarm is a program safety alarm and that static may cause the alarm. Customer was assisted in performing a self-test and the pump passed. Customer stated that she had to remove the battery from the pump to get to stop alarming . It was explained that it could be that she received multiple alarms at once and that when she cleared one, another alarm was present. Customer was advised to monitor the pump. No additional information provided.